Event description:
Technical services received a call on 04/30/2011. Caller stated that this atrial lead impedance is normally around 460 ohms and now it's at 1900 ohms. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).